Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were redness and drainage. The patient was prescribed oral antibiotics. The physician believed that the infection was procedure related and not related to the device. The patient underwent a procedure wherein the ipg was replaced and the site was relocated. The patient was reportedly doing well postoperatively.